Event description:
It was reported that there was a malfunction with a r12067b distending diverticuloscope. According to the information received, the weerda scope was unable to articulate/distend for use. The case was canceled due to scope not being usable. Recovered the patient from anesthesia and sent him home.